Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. At the routine 45-day follow-up, a thrombus was identified on the closure device via transesophageal echocardiogram (tee). The patient's medications were changed from dual antiplatelet therapy to oral anticoagulation and the patient is scheduled for repeat tee.